Event description:
It was reported that a device perforation occurred. The oc35 imaging catheter was selected for ultrasound examination of the target lesion. When the catheter was backloaded onto a non-boston scientific guidewire, the catheter was only able to be partially advanced and it was noted that the guidewire was coming out the side of the catheter rather than through the correct guidewire port. Despite this, the catheter was able to be used briefly without issues. The catheter was removed and the case completed successfully. No patient complications resulted due to this event.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned to the complaint investigation site. During product analysis it was observed that the device had a guide wire lumen perforated, therefore, the reported event is confirmed. Additionally microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage.

Event description:
It was reported that a device perforation occurred. The oc35 imaging catheter was selected for ultrasound examination of the target lesion. When the catheter was backloaded onto a non-boston scientific guidewire, the catheter was only able to be partially advanced and it was noted that the guidewire was coming out the side of the catheter rather than through the correct guidewire port. Despite this, the catheter was able to be used briefly without issues. The catheter was removed and the case completed successfully. No patient complications resulted due to this event.